Event description:
Double lumen PICC line broke at hub approx 2 - 4 cm from insertion site. Pt had been on total parenteral nutrition. Pt's 1st doubel lumen PICC line split at same site (near hub) at the end of urokinase infusion.